Event description:
It was reported that the patient presented in clinic for follow-up. Review of chest x-ray revealed that the atrial lead had dislodged. The atrial lead was explanted. Patient condition was stable.

Manufacturer narrative:
The reported events were dislodgement and failure to capture. As received, a complete lead was returned in one piece for analysis. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Analysis was normal. No anomalies were found.

Manufacturer narrative:
Correction: d6b - date of explant should have been (B)(6) 2022 rather than (B)(6) 2022

Event description:
New information received notes that the atrial lead exhibited no capture upon interrogation prior to the discovery of dislodgement.